Manufacturer narrative:
(B) (4). Results and conclusions: no update on this case was rec'd after recommendations. Please refer to the attached analysis report no. (B) (4) for complete details. Refer also to MDR: 9610579-2009-0056, which is the report for the associated ovatio crt, (B) (4). Conclusion: the analysis revealed that 2 inappropriate shocks were delivered on (B) (6) 2008 because of noise oversensing. The egm signals of the recorded noise sensing episodes are not physiological, which is an indicator of a lead issue. Egms morphology during the oversensing episodes suggests: either a ventricular lead continuity defect (conductor fracture / failure), or a loosen setscrew / connection failure. Re-intervention was recommended.

Event description:
Reportedly, the pt rec'd inappropriate shocks due to ventricular oversensing. Lead impedances and continuity were normal when the ICD device was interrogated during follow up. The ventricular sensitivity value was increased. The physician is requesting an analysis of the memory data (to confirm or not whether the oversensing could be related to a lead failure) and the recommendation to manage his pt.